Event description:
It was reported that customer experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 400 and blood glucose was 100 mg/dl. Troubleshooting was not provided as customer was not present. Caller was instructed on troubleshooting and was advised that sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.